Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00085.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had showed migration and poor hips scores at follow up. Aaos score was iii, paprosky score 2a and harris hip score 71,74,68 at 1,2 5 years respectively. No further information is available.